Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited downstream occlusion alarms. It was reported that there was no patient involvement.

Manufacturer narrative:
Additional information received indicating that the reported event occurred during testing. The reported event did not occur while in use with the patient. Device evaluation summary: one cadd solis vip pump was returned for analysis. Visual inspection identified that the pump's lens cracked, dso seal bubbled. Review of the device history log identified following event: 3/5/2019 2:31:36 pm high alarm displayed: downstream occlusion. 3/5/2019 2:32:18 pm high alarm displayed: cassette not attached properly. 3/5/2019 2:32:21 pm high alarm silenced: cassette not attached properly. Functional testing included downstream sensor testing. Customer stated issue was duplicated and was confirmed. Problem source was identified as unresponsive downstream occlusion sensor.